Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. Customer reports the o2 flow was marginal at baseline and out of tolerance (oot) at 140 liters per minute (lpm). The customer was advised to replace the flow sensor assembly. The customer replaced the gas delivery system (gds) assembly. The gds assembly was received for failure investigation. An investigation was performed and the u1 on the air flow sensor pcba created the o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator was failing the oxygen (o2) flow accuracy test (test 6) there was no patient involvement.